Manufacturer narrative:
(B)(4). This report is being submitted late, due to an internal retrospective review. A retrospective recall was also filed with FDA. Complaint sample was evaluated and the reported event was confirmed. The implant wing/wedge was not returned, it was left in the patient. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to placement into the femoral tunnel and misalignment of the implant to the tunnel bent the screw. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an aperfix am implant did not properly deploy. The screw within the implant construct broke, and pieces of peek implants were left behind in the patient.